Event description:
The following was reported by the patient's attorney: ni/ni/ni- patient underwent hernia repair on the left side with perfix plug. On (B)(6) 2012- patient underwent a colonoscopy and it was reported the perfix plug was protruding in the intestine. On (B)(6) 2012- patient underwent excision of perfix plug. No bowel resection was necessary and surgeon did a primary repair of the hernia defect.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient's surgeon reported the patient underwent hernia repair 6-8 years ago. During a colonoscopy in (B)(6) 2012, the perfix plug was noted to be protruding through the patient's intestine with four sutures remaining in place. The perfix plug was removed and did not require a bowel resection. The surgeon reports the sample was retained; however, it has not been provided for evaluation. Additionally, medical records and product identifiers have not been provided. A supplemental report will be submitted if and when additional information is received; however, without additional information, no conclusion can be drawn.